Manufacturer narrative:
The main component of the device system; the other relevant components include: product ID: 8731, serial# (B)(4), implanted: (B)(6) 2004, product type: catheter. Product ID: 8596sc, serial# (B)(4), implanted: (B)(6)2014, product type: catheter.

Event description:
Information was received from a health care provider (hcp) via a manufacturer representative regarding a patient with an implantable drug infusion pump indicated for spinal pain. The pump contained an unknown brand of morphine [25 mg/ml] at a dose of 2.999 mg/day. It was reported a catheter event had been confirmed. The representative reported the patient¿s catheter was broken ¿or something like that¿, so they were replacing the catheter and would also prophylactically replace the pump. It was unknown when the event occurred. No medical symptoms were reported. No further patient complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Section d references the main component of the device system; the other relevant components include: product ID 8731 lot# serial# (B)(4) implanted: 2004 (B)(6) explanted: 2017 (B)(6) product type catheter product ID 8596sc lot# serial# (B)(4) implanted: 2014 (B)(6) explanted: 2017 (B)(6) product type catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the consumer reported he severed the catheter while he was lifting weights on 2017 (B)(6). The patient had the pump and catheter replaced on 2017 (B)(6). No patient symptoms were reported.